Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarms due to motor error alarm. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert noted. Pump received with minor scratches on display window and cracked battery tube thread noted.

Event description:
The customer reported via phone call that the insulin pump had no delivery alert. The customer's blood glucose was unknown. The customer also stated that the insulin pump screen was scratched, battery life was diminished and battery cap was cracked. The insulin pump will not be returned for analysis.